Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the buttons were unresponsive and were unable to clear alarm. The customer's blood glucose level was 224mg/dl. The customer was advised the pump would be replaced and returned for analysis.